Manufacturer narrative:
There was no death or device malfunction associated with the alleged defibrillation event. Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. Due to error, the downloaded data from the monitor was unable to be obtained and evaluated. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. The alleged event was unable to be confirmed through software data files, but the electrode belt was confirmed to be gelled. The device passed incoming functionality testing, indicating that it was able to successfully detect and treat a patient. Zoll manufacturing corporation was unable to confirm the occurrence of the alleged event. Reporting out of an abundance of caution. Device manufacture date: monitor sn (B)(4): 03/19/2015 reuse; electrode belt sn (B)(4): 08/12/2014 reuse.

Event description:
A us distributor contacted zoll to report that a patient was allegedly treated while driving a car. Due to a loss of downloaded data, the alleged event was unable to be confirmed. The patient's ECG rhythm at the time of the alleged event is unknown. The patient was conscious at the time of the alleged event. The patient did not report any injuries as a result of the alleged event, and the patient did not seek medical attention. The patient continued to use the lifevest.